Manufacturer narrative:
The hospital released the instrument for evaluation. We examined the instrument and confirmed that the carbide insert had come off of the stationary jaw. We found a dent in the jaw right under where the insert was located; it is possible that outward damage to the jaw caused the insert to detach; we cannot confirm.

Manufacturer narrative:
The hospital is not releasing instrument at this time. They also declined to provide patient information. Hospital has not returned it.

Event description:
Allegedly, after a right thorascopic diaphragmatic plication on a pediatric patient, x-rays showed a piece from the instrument in the patient. After examining the instrument, they found that the carbide insert off of one of the jaws had come off into patient. Due to the critical condition of the patient before the procedure began, doctor decided against retrieval.